Event description:
It was reported that during a lead extraction procedure to remove 2 cardiac leads (ra, rv), an injury occurred. Reportedly, extraction began on the rv lead with a glidelight laser sheath and a visisheath dilator sheath. The glidelight device was used to advance to the point of the superior vena cava (svc)/innominate junction. At this point, the physician began to manipulate the visisheath through the innominate vein and the blood pressure began to drop. Fluoroscopy revealed a large hematoma in the left chest. A bridge occlusion balloon was deployed to allow for preparation for surgical intervention. A sternotomy was performed and the hole in the innominate vein was successfully repaired. The patient outcome was good.